Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during a posterior repair procedure performed on (B)(6) 2013. The procedure was completed with this device. According to the complainant, the patient developed right-sided buttock and leg pain twenty three hours after the procedure. The patient was in pain for weeks so the physician decided to take the patient back for surgery to release the mesh on the right side. The physician noticed that the mesh was slimy and easy to pull out. The physician then decided to remove the rest of the device. The rest of the device was fine except on the right side. Immediately after the procedure, the patient felt better and the intensity of the pain was significantly decreased. There was no confirmation of infection on the slimy portion of the device. The patient's condition at the conclusion of the procedure was reported to be stable.